Event description:
It was reported the patient experienced an infection 2-3 months ago. The patient's back was swollen. Medication was prescribed to clear the infection and it was recommended not to recharge until the infection cleared. The infection cleared and the patient attempted to recharge, but could not establish coupling and/or communication. The patient was not feeling stimulation. An appointment was scheduled for education/reprogramming. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-45, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted, product type: lead, product ID 3777-45, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted, product type: lead, product ID 37752, lot#, serial# (B)(4), implanted: type: recharger. (B)(4).